Event description:
The customer contacted physio-control to report that their device was booting up with a white display. The customer also observed a service indicator was present and the device was alarming. A white display is indicative of a device lockup condition and defibrillation therapy would not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the removed user interface (ui) pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2. The removed system controller (sc) pcb assembly was an ancillary part and there was no failure of the assembly.